Event description:
The user facility reported that the system 1e was leaking water from the lid. No report of injuries or delays/cancellations.

Manufacturer narrative:
A steris field service technician observed water sitting in front of the processor upon arrival. The steris field service technician inspected the unit and found the drip pan full. In addition the technician identified a hairline crack in the tray due to impact damage.the technician emptied the drip pan and obtained a tray from the customer's inventory to test the unit. The damaged tray was removed from service. The unit was tested and returned to service according to specifications.the steris field service technician re-trained the user facility staff on the proper daily cleaning practices as stated in the system 1e operator manual (page 9-3) including the cleaning of the drip pan.